Event description:
On (B)(6) 2013, this patient underwent endovascular repair of a rupture of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was introduced and deployed as intended. When the delivery catheter was removed, it was noted that the distal olive had become disconnected with the delivery catheter and remained inside the patient. A snare was used to retrieve the distal olive. The patient tolerated the procedure. The delivery catheter and distal olive were discarded at the facility and therefore are not available for evaluation.